Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an increase in threshold measurements. The right ventricular (rv) lead also exhibited an increase in shock impedance measurements from 35 ohms up to 90 ohms, which is still within normal limits. The pacing impedance measurements were within normal limits. There was no evidence of noise and no inappropriate therapy or episodes were noted. A device change out procedure was performed due to normal battery depletion. When the chronic device was removed from the pocket, the physician noted the proximal coil pin was not completely pushed into the header port. The physician did not observe the set screw not being fully deployed and contacting the proximal pin. This lead was tested with the new device and the same shock impedance measurements were observed as with the previous device. The lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported. The device was explanted and returned for analysis.